Event description:
It was reported that during prep, the pta balloon dilatation catheter was found to be cracked where shaft meets the balloon. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned for evaluation. The investigation is confirmed for a complete outer circumferential shaft break at the proximal balloon glue joint. The investigation is unconfirmed for a crack, as the break was likely perceived by the customer as a crack. The edges of the break were jagged and stretched, possibly indicating that excessive force was used. Therefore, it is possible that procedural issues contributed to the event; however, the definitive root cause could not be determined based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or see scanned page